Event description:
He got an error message of no sensor detected. He waited an hour and still got the error message of no sensor detected. This was repeated at least 2 more times before he finally gave up that this sensor was defective.